Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal left anterior descending coronary artery that was 90% stenosed. The xience xpedition 3.25 x 23 mm stent delivery system was advanced; however, during attempted deployment the balloon completely failed to inflate. The procedure was completed by deploying another same size xience xpedition stent with good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue as it could not be confirmed during return analysis testing. There was no report of any damage noted to the stent delivery system (sds) during inspection or preparation of the device, which suggests that a product quality issue did not contribute to the reported complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.